Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The m12 assembly fixture is recommended to ease connection of the protector onto the vial. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that when p15j was used to prepare ¿bleo for injection 5mg¿, a leak occurred during the preparation. Please elaborate the reported event? Do you attach the protector manually or using the m12 fixture? A: yes, it was installed manually. Apparently the m12 was not available due to space in the room. The leak occurred between the protector and vial? A: yes. Was there any visible damage on the protector? A: no. Was there any visible damage on the vial? A: no. Was there any clinical consequence due to this incident? A: no. Please provide the batch/lot number. A: unknown as the pharmacist discarded it.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when p15j was used to prepare ¿bleo for injection 5mg¿, a leak occurred during the preparation.